Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that before the intraocular lens (iol) implant procedure, the iol was damaged. The iol was discarded immediately. The surgery was completed safely with another iol. Additional information has been requested.